Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there were clotting/micro clots/fibrin clots. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "samples collected from the new born ward getting clotted frequently, customers are following order of draw and also inverting tubes as per recommendations."

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there were clotting/micro clots/fibrin clots. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "samples collected from the new born ward getting clotted frequently, customers are following order of draw and also inverting tubes as per recommendations."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-08-22. H6: investigation summary: bd received 4 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. A total of four (4) unused reservoirs were received from the customer for evaluation. Samples were visually evaluated for the presence of additive with acceptable results. Additive assay was performed on the samples with results exceeding the maximum requirement of k2edta inside the tube. Nevertheless insufficient additive which can contribute to clotting was not confirmed in the samples provided for evaluation. Retention sample testing: fifty (50) manufacturer retained samples were visually evaluated for presence of dry additive. Of these samples fifteen (15) were tested in the juncos laboratory for additive concentration. The samples taken to the laboratory were 1 from each of the 15 tube rack positions, which represent each of the dispense nozzle positions. As per test results, zero defects were observed. Bd was unable to duplicate the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual and sieving evaluations of both complaint lot (retains) and control samples were demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause.